Event description:
According to the reporter, the patient was admitted with a tracheostomy and a mechanical ventilator. There was an initial trach replacement, but it was unsure if such a change was done at another facility prior to admission. An emergent trach change was done due to insufficient exhaled tidal volume noted by the respiratory care practitioner (rcp). The same size of the trach was used for replacement. An insufficient tidal volume was noted again by the rcp, and an emergent trach tube change was done by using a trach of the same size. The tube was inserted, the patient was monitored, and vitals were all within the normal limits.

Manufacturer narrative:
D10 concomitant product: 6cn75h 7.5mm shil cuffed trach cann (lot #23h1370jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.